Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they were involved in a bike v. Truck accident, and they were on the bike. They now have a fractured pelvis and since almost immediately after the accident, they don¿t think the device is working properly. They turned the device on and were able to feel a ¿buzz,¿ but they are getting up every 2 hours in the middle of the night; the device usually helped with their frequency. They reported that it never worked as well as was promised; it helped with frequency, but not urgency and incontinence. They also got botox and stated that botox and the device work very well together. It was recommended that they follow up with their healthcare professional to check the device.